Event description:
During routine testing of the device at the service center, the service tech reported, the monitor failed the battery test. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no patient involvement during this event.